Event description:
The customer advised the tubes filled below the arrow. The customer advised needle devices used to fill the tubes were straight needle or syringe methods, with no winged needle sets used.the customer advised phlebotomists/nurses held the tube in place by pressing it with a thumb as per IFU. Customer also advised the 3ml tube was drawn by a new nurse that was apparently unaware that he had to fill it completely. Lab personnel discussed it with him when we were investigating the issue. The other tubes, the nurses actually brought it to the lab's attention that the tubes were not filling as they should.

Manufacturer narrative:
Complaint (B)(4). Received 38pcs 454322/b2302359 for evaluation. Received customer picture. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated.